Manufacturer narrative:
The lesion was moderately calcified. The device was inspected with no issues noted. Sten deformation occurred in vivo during positioning. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a narrow, concentric calcified lesion. It was reported that the device failed to cross and that on removal, stent struts were lifted. There is no patient injury reported.